Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 mg/dl after showering and reconnecting to the pump. Reportedly, the customer had difficulty disconnecting from the site and may have pulled the site a little. During a system check performed with tandem technical support, it was noted that the customer had forgotten to fill the infusion set cannula after reconnecting to the pump. A recommendation was made for the customer to fill the cannula. The customer delivered a correction bolus.